Event description:
It has been reported to philips that the image disk was full, preventing the system from generating exposure. The device was in clinical use at the time of event. There was no harm reported. A philips field service engineer (fse) inspected the system onsite and replaced the ip-pc (image processing pc) and the hard drives which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information provided, the issue occurred during an unknown procedure and the procedure was delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk was full and won't accept any more images. Review of the log files confirmed malfunction with the frontal ippc (image processing pc). The fse checked the system and found that it had image disk write errors. The failure analysis couldn't determine the reported failure and its cause. The fse replaced the ippc and the hard disks, recreated the image store to initialize the drives to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.